Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified, but the alleged insulin gauge issue could not be verified. Based on the analysis, the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the proper air removal techniques. Reportedly, customer reloaded the cartridge to address the issue. Additionally, it was reported that intermittent occlusion alarms occurred. Reportedly, customer changed pump supplies to address the occlusion. Lastly, it was reported that a minimum fill notification occurred during the load sequence. Reportedly, customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.